Event description:
The dealer reported that the irc5po2w concentrator in question ran approximately 3 minutes, then red light alarmed and shut down.it was also noted that the device gave off unusual noises.